Event description:
It was reported that this artificial urinary sphincter had a hole in the cuff which resulted in recurrent urinary incontinence. The device was explanted and replaced. No further patient complications were reported.